Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013, reporting blood glucose levels up to 25 mmol/l with slight shortness of breath, increased urination, and increased thirst. The reporter indicated that the pump up, down, ok, and contrast buttons had stopped responding and so the patient could not deliver a bolus. The patient reported that since the response issue occurred, the pump keypad had started peeling. This report is made based on the allegation that the patient experienced hyperglycemia related to an alleged keypad response issue.